Event description:
During a remote follow-up, there was an issue retrieving the diagnostic template from the device records. No intervention was performed and the patient was stable and will continue to be monitored.